Event description:
It was reported that the customer wasn't receiving insulin but was not receiving a no delivery alarm. The customer's blood glucose was 102 mg/dl. Troubleshooting was done. The customer expressed nausea as a symptom of her high blood glucose levels. The customer treated himself with a bolus. The customer also was hospitalized on (B)(6) 2014 due to hyperglycemia and high blood glucose levels of 400 mg/dl. After troubleshooting, advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also mentioned that after the hospitalization, he saw that his infusion set was bent like a horsehoe. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.